Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. There were no reported of patient involvement. There were no reported occlusions to the drain. The reported problem happened previously and exact date is unknown.

Manufacturer narrative:
The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to "DHR review checklist and release procedure", p/n 500658; a device is not released if it does not meet requirements or is nonconforming. Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. Field service investigation was not performed and no parts were returned for failure analysis investigation. The reported issue of "filling of saline bag" was addressed by CAPA.